Manufacturer narrative:
H4: the device was manufactured from february 2, 2022 - february 4, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside the bladder which suggested a no flow problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a large volume infusor. This was observed during patient infusion. The device was filled with fluorouracil (ebewe) 4055mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.